Event description:
It was reported that a tracheobronchial stent graft allegedly failed to deploy in the basilic vein. The device had reached the stenosis but when the physician attempted to deploy, the stent graft only advanced out of the catheter 1 to 2 cm. Another tracheobronchial stent graft was used to successfully complete the procedure. No patient injury.

Manufacturer narrative:
The review of the device history records revealed that this product was found to have met all specifications prior to shipment. The application represents off-label use. The stent graft is indicated for the treatment of tracheobronchial strictures. The safety and effectiveness of this device for the treatment described has not been established. The complaint sample has been received at the manufacturing site and the investigation is currently underway.